Event description:
As reported from the (B)(4) study, a patient experienced myocardial infarction approximately 25 months post index procedure. The patient was enrolled with complaints of stable angina pectoris and a positive functional test for ischemia. The patient's medical history includes angina, ischemia, hyperlipidemia, hypertension, diabetes (type ii). The patient had a 70%, de novo, severely calcified, type c lesion in the mid right coronary artery. The lesion was 20mm in length and the vessel was 3.5mm in diameter. A cypher stent was implanted at 16atm. The stent was post-dilated. The patient's enzymes were not noted to be elevated post-procedure. Approximately 25 months post index, patient underwent ptca of the mrca due to an mi. Event resolved and was not related to the study drug or procedure, but possibly related to the study stent.

Manufacturer narrative:
Concomitant medications included ace inhibitors, ascorbic acid, bivalirudin, plavix, crestor, hctz, nitroglycerin, omega 3, and potassium. As reported from the (B)(4) study, a patient experienced myocardial infarction approximately 25 months post index procedure. The patient was enrolled with complaints of stable angina pectoris and a positive functional test for ischemia. The patient's medical history includes angina, ischemia, hyperlipidemia, hypertension, diabetes (type ii). The patient had a 70%, de novo, severely calcified, type c lesion in the mid right coronary artery. The lesion was 20mm in length and the vessel was 3.5mm in diameter. A cypher stent was implanted at 16atm. The stent was post-dilated. The patient's enzymes were not noted to be elevated post-procedure. Approximately 25 months post index, patient underwent ptca of the mrca due to an mi. Event resolved and was not related to the study drug or procedure, but possibly related to the study stent. The study stent remain implanted thus unavailable for analysis. No lot number information is available for this product device and thus no DHR could be performed. Myocardial infarction and restenosis are known potential adverse events associated with implanting of coronary artery stents and also listed in the IFU. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event of mi. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that these events are related to the design or manufacturing process therefore no action is required.